Manufacturer narrative:
Updated information: b5 clinical narrative updated. D3 MFR fax number added. D4 catalog, UDI, serial, lot numbers, exp date added. H4 device MFR date added.

Event description:
Clinical narrative updated EU 2026-6-25: the team in the EU has further clarified the thrombosis. In the or, before the triple vessel coronary artery bypass surgery the impella was explanted. When on the bypass circuit, a thrombus floated to patient's brain. From initial imaging, the medical team suggested that the thrombus was formed in the region of the stagnation zone between two opposing flows. (ECMO flow vs impella flow). There was not noted treatment or stroke documented. At the time of reporting the patient has survived. Prior clinical narrative (EU-switzerland): an impella was inserted via an unknown/undocumented access to support the patient of unknown/undocumented age and gender along with extra corporeal membrane oxygenation (ECMO). The impella will act as a vent to the primary ECMO support. History and indication have not been shared to date. The clinical details from the medical team speak to a thrombus detected during the ongoing support. No further information has been shared, inclusive of the possible intervention or patient outcome.

Event description:
Clinical narrative: an impella was inserted via an unknown/undocumented access to support the patient of unknown/undocumented age and gender along with extra corporeal membrane oxygenation (ECMO). The impella will act as a vent to the primary ECMO support. History and indication have not been shared to date. The clinical details from the medical team speak to a thrombus detected during the ongoing support. No further information has been shared, inclusive of the possible intervention or patient outcome. Thrombosis is a known potential adverse event and further clinical details are being asked of the team in the EU to clarify the complaint. The event will be conservatively reported with information known.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the previous report. Corrected information was provided in h6 (health effect - impact code). Upon review, it was identified that no patient consequence was updated to serious injury. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Additional information was provided in h6 (health effect - clinical code). Upon review, it was identified that the cerebrovascular accident code has been added to this report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
With further communication the medical team did state the embolization of clot occurred and there was a stroke diagnosed. The team in the EU has further clarified the thrombosis. In the or, before the triple vessel coronary artery bypass surgery the impella was explanted. When on the bypass circuit, a thrombus floated to patient's brain. From initial imaging, the medical team suggested that the thrombus was formed in the region of the stagnation zone between two opposing flows. (ECMO flow vs impella flow). There was not noted treatment or stroke documented. At the time of reporting the patient has survived. An impella was inserted via an unknown/undocumented access to support the patient of unknown/undocumented age and gender along with extra corporeal membrane oxygenation (ECMO). The impella will act as a vent to the primary ECMO support. History and indication have not been shared to date. The clinical details from the medical team speak to a thrombus detected during the ongoing support. No further information has been shared, inclusive of the possible intervention or patient outcome. Thrombosis is a known potential adverse event and further clinical details are being asked of the team in the EU to clarify the complaint. The event will be conservatively reported with information known.